Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm and had keypad anomaly. Customer stated that the insulin pump was exposed to high magnetic environment. Customer was not able to clear the alarm. Customer stated that the numbers were not ramping and the scroll bar was not moving with no input from user. Customer stated that the buttons were responding. . No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
The pump failed the rewind test due to reoccurring pump error 39. Pump error 39 appeared during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to reoccurring pump error 39. The pump passed the sleep current test, active current test, self test, and keypad voltage test. All buttons were tested individually for their functionality and all passed. No keypad unresponsive button error alarm noted during testing. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. In the pump history files and traces, pump error 39 is present on the event date of (B)(6) 2022 at 1:01:13 pm. Pump was cut open to perform visual inspection and found moisture damage on the lcd flex connector and in the battery tube. Motor was tested outside the pump and failed, pump error 39 appeared. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Keypad unresponsive/button error alarm was not confirmed during testing. Unable to verify customer's complaint for exposure to magnetic field or MRI. Pump error 39 was confirmed during testing, problem isolated to the motor assembly. Moisture damage was confirmed, found on the lcd flex connector and the battery tube medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.